Event description:
The patient had a left knee implant in 2003. In 2009 he had a total knee replacement and in 2011 a tibial component changes was required. The patient has no problem until beginning of 2016. However he started to experience increased pain in the lower leg. In a diagnose it was found that tibial loosening with fracture of the tibial offset adapter. The patient had therefore a revision surgery.